Event description:
Received a call from on-call nurse to courier a cadd legacy pump to pt today but she did not have the serial number. Called pt to determine the serial number of the malfunctioning pump and asked him what the malfunction was. He said when he woke up in the middle of the night he saw the screen was blank and only had black lines on the display. Problem was not averted even with the change in batteries. Pt switched over to the back up pump immediately and the therapy was returned normally. Serial number of malfunction pump: (B)(4) (exp date: 03/24/2017). Pt has the pump is returning it when he receives the return box from the pharmacy. No adverse event reported with pump malfunction, and pt did not mention about giving consent for MFR to speak to him. Product issue did not cause any clinical injury. Pt reported to be doing fine with no ses. Dose or amount: 28ng/kg/min. Frequency: q 24 hours. Route: IV. Dates of use: from (B)(6) 2016 to ongoing.